Manufacturer narrative:
An additional lot number was reported (lot #m018222). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user was unable to load a cartridge onto the pump. Reportedly, the user was able to load a cartridge, but stated that it has been getting more difficult to load a cartridge. The user¿s blood glucose level was 143 mg/dl. Reportedly, the customer would continue to use the pump until replacement pump is received.